Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit securely. The cap contacts measurements were within specifications. Evidence of moisture corrosion was observed in the battery compartment and on the battery cap. A leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The pump¿s cover was removed and further moisture corrosion was found to the power printed circuit board. The reported ¿power¿ complaint was duplicate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged the pump had intermittent power. The pump allegedly caused the patient to experience a blood glucose greater than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.